Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the armada 35 instruction for use instructs to prepare the device prior to device introduction. In this case, it could not be determined if preparing the device outside the anatomy contributed to the difficulties. Based on the information provided, a conclusive cause for the balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous femoral vein. A 6.0 x 150 mm armada 35 balloon catheter was used. However, it was not prepped outside the anatomy prior to use and an air leak in the balloon was noted during the first inflation at 8 atmospheres. Therefore, another 6.0 x 150 mm armada 35 balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.